Event description:
It is reported that a customer experienced low blood glucose of 34 mg/dl. The customer was treated for the low blood glucose with food. The customer's blood glucose at the time of the call was 118 mg/dl. The customer states insulin was squirting out during the manual prime process. The customer was assisted with trouble shooting and was able to stop the insulin pump from squirting insulin. The customer was advised to monitor the pump and to call back if they run in to any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.